Event description:
The tibial insert was loose due to breakage of the snap fit mechanism. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: fracture of the snap tab was caused by downwards pressure on the top surface of the latch portion of the tab. The evaluation further suggests that some obstruction to backwards movement of the insert in the baseplate caused difficulty in achieving correct assembly.